Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer filled the cartridge with 200 units and observed an initial fill estimate of 60 units. Additionally, the cartridge was being filled with cold insulin, and the customer was not priming the air out of the cartridge, at the time of the reported event, the customer declined to perform troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level.